Manufacturer narrative:
(B)(4). Results: endoleak, migration. Anatomy related; disease progression with aortic neck dilatation. Conclusion: anatomy related; disease progression with aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant was not reported. It was reported that there was disease progression with aortic neck dilatation. The aortic neck was currently 29 mm in diameter. A recent CT revealed that there was stent graft distal migration into the aneurysm sac with a proximal type I endoleak. The physician implanted an endurant 32x32x49 and the migration and the type I endoleak were successfully resolved. No clinical sequelae were reported and the patient is fine.